Event description:
The rep reported the device was used during a bowel case. It was reported a stapler was used. Post-operatively the pt was not doing well and was returned to surgery. On exploration the staple line was found to be separated in the center of the lumen. There were staples found formed. The pt is in intensive care unit. This is all the info at this time. The rep will see the surgeon tomorrow and call with more info.